Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/22/2016, a reporter contacted animas alleging that the patient experienced a hyperglycemic event on (B)(6) 2016. The reporter stated that the patient did not have an exact blood glucose reading, but the meter was showing high (>600 mg/dl) and that the patient experienced nausea. The reporter stated that the patient had attempted to deliver a bolus of greater than 16 units at a time and received a warning that they were exceeding the max limit of insulin per hour that the pump was programmed for. The pump's maximum insulin delivery settings were set at 16 units per hour. The reporter stated that the patient had gone off the pump as a result and did not perform any alternate insulin delivery. It was alleged that the patient was off of the pump for 13 hours. This complaint is being reported because the patient experienced a hyperglycemic event as a result of use error.